Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This primary total hip was implanted in 2002. Today the liner, head and cup were removed due to hip "clicking". The poly was completely worn through and the head was touching the titanium pinnacle cup. It was removed today. During the case a cup inserter handle catalog # 2217-50-041 broke during cup being implanted. The end were the threads go into the cup implant backed out and separated. Patient consequence? Yes. Patient consequence description:total hip revision due to poly wear. Cup impacter handle broke during the case causing a 3 minute delay and another was opened onto the surgical field. Action taken for procedure:right hip --- removal of old head, liner, cup and new head, liner, cup implanted. I am not sure what type of poly liner was explanted, it was a size 50 from 2002 w/ a 28mm inner diameter however it was so worn I could not make out what exact type it was. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.